Event description:
It was reported that during a bilateral knee replacement procedure, while the surgeon was trying to connect the im femur rod with the femoral guide, it appeared there was something wrong with the alignment. On removal of the instruments the surgeon noted that the im link pin had a broken arm, the end had snapped off. Another set of instruments was opened to complete the procedure. The incident occurred during the right knee procedure. Left side had already been done without incident using the same instruments.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bilateral knee replacement procedure, while the surgeon was trying to connect the im femur rod with the femoral guide, it appeared there was something wrong with the alignment. On removal of the instruments the surgeon noted that the im link pin had a broken arm, the end had snapped off. Another set of instruments was opened to complete the procedure. The incident occurred during the right knee procedure.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d10, g4, h2, h3, h6 g3: report source, foreign - event occurred in new zealand. D10: the product has been returned to zimmer biomet for investigation. Root cause: lack of fusion of the weld joint caused the instrument fracture that was accelerated by repeated use. The mhr does not show any non-conformity rejection or concession that could be related to the reported event. A review of the complaint database over the last 3 years has found 6 similar complaints reported with these items. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bilateral knee replacement procedure, while the surgeon was trying to connect the im femur rod with the femoral guide, it appeared there was something wrong with the alignment. On removal of the instruments the surgeon noted that the im link pin had a broken arm, the end had snapped off. Another set of instruments was opened to complete the procedure. The incident occurred during the right knee procedure. Left side had already been done without incident using the same instruments.